Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device disassembled, posing the risk of a small component being lost in a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device disassembled, posing the risk of a small component being lost in a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.